Manufacturer narrative:
The field engineering specialist performed performance testing with acceptable results. Other possible root causes include improper sample quality caused by an unknown number of inversions of the sample tube or tilted tubes in combination with wet tube walls caused by not using rack adapters with 13mm tubes.

Manufacturer narrative:
(B)(4). The event occurred (B)(6).

Event description:
The customer complained of a questionable low result for 1 patient tested for elecsys hcg + beta test system (hcg+b) on a cobas e 411 immunoassay analyzer. The initial hcg+b result was 0.617 mlu/ml. The initial result was reported outside of the laboratory, but the doctor requested a rerun. The rerun hcg+b result was 1650 mlu/ml with a data flag. A second sample was requested from the patient. The initial hcg+b result was 1703 mlu/ml with a repeat result of 1786 mlu/ml both results had a data flag. There was no allegation of an adverse event. The hcg+b reagent lot was 24044407 with an expiration date of 31-aug-2018. The field service representative found the sample probe and sipper were not properly adjusted and readjusted them. Further investigation showed no general reagent issue as the cause. The customer stated that there was no foam or fibrin in the primary tube. The customer was not using the rack adapters for when using 13 mm sample tubes and this could have been a root cause.